Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized while using the guide system. On (B)(6) 2018 at 6:46 am the patient received a blood glucose result of 7.8 mmol/l on his guide system. At this time, the patient administered 60 units of novomix30 insulin. The caller reported that this is a set amount of insulin that the patient takes every morning with breakfast. The customer proceeded to eat breakfast and was feeling fine. At 7:30 am the patient began to experienced blurry vision, and then lost consciousness. The patient's son called an ambulance. The emt's arrived roughly between 8:00 am and 8:15 am. Upon the emt's arrival the patient was still unconscious. The emt's treated the patient with dextrose and a 2nd substance, which was unknown. At 8:15 am the emt's tested the patient's blood glucose and received a result of 3.4 mmol/l. The patient was transported to the hospital. At 10:00 am the patient regained consciousness while in the hospital. The blood glucose results and type of treatment provided by the hospital was unknown. The patient was discharged from the hospital on (B)(6) 2018 at 6:30pm. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.